Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module needs to be replaced and the device may need to be recalibrated to address the issues.

Manufacturer narrative:
The manufacturer previously reported the device failed test steps during testing. The device's active exhalation control module needs to be replaced and the device may need to be recalibrated to address the issues. The manufacturer completed the evaluation and the oxygen blending module board was replaced to address the issues. The active exhalation control module replacement and calibration were not needed to address the issues.